Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (257 mg/dl). Reportedly, the customer did not have their carbohydrate setting on. Tandem technical support guided the customer through turning the carbohydrate setting to "on"/ customer delivered a manual injection to stabilize blood glucose levels.